Manufacturer narrative:
The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On (B)(6) 2019 the controls were tested at 6:07 a.m and received acceptable readings of: level one (acceptable range: 30-60 mg/dl)=44 mg/dl. Level two (acceptable range: 261-353 mg/dl)= 295 mg/dl. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial number (B)(4). About 2 hours before 7:37 a.m. The patients personal meter result was 150 mg/dl . At 7:37 a.m. The meter result was 358 mg/dl, at 7:40 a.m. The meter result was 174 mg/dl and at 7:50 a.m. The meter result was 154 mg/dl. The first meter result (358 mg/dl) was not believed and no treatment was given based on the results. The patient was currently fasting for a colonoscopy and had not taken any medication today but was on an IV. The patient is home and fine.